Manufacturer narrative:
The complaint allegation is not confirmed. One unpackaged ar-7800 serial/batch number (B)(6) was received for investigation. Visual inspection revealed no problems with the exterior of the device. Functional testing noted that the cerclage sutures were tightened as intended with the ratcheting handle. No problem found.

Event description:
It was reported that during a cerclage surgery a poor tightening of the rack leaded in a loss of tension. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.